Manufacturer narrative:
No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No unexpected blank display or unit blinking anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 197 mg/dl. Customer states their insulin pump had crack. Customer states that the insulin pump might have fallen from their cloth, the damage was on up arrow and battery side. Customer states every time, they pressed bolus button, the whole screen blinks. Customer is not calling back after receiving a new battery cap. Customer inserted new battery but still blank. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.